Event description:
A customer observed a non-reproducible falsely elevated phyt result from a pv fluid on the 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that the calibrator responses and calibration parameters are typical compared to expected results. Qc results from the previous day, and repeat analysis the same day yielded acceptable results. The customer follows ocd recommended protocol for fluid storage and handling. The root cause of the event was not determined.